Event description:
It was reported by service report that the bed was stuck in the full up position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Bed out of calibration.